Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that a foreign matter found. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint# (B)(4). Date sent to the FDA: 4/11/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please confirm in how many devices the foreign matter was found? Where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? Are there any photos of the foreign matter available? Is it possible that the foreign material fell into packaging upon opening of device? Was the product seal on the foil still intact when the package was opened? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, h4, d4 the manufacturing record evaluation was performed for the finished device lot number and identified a ncr (nr-0245818.) Related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution. H3 investigation summary: the product was returned to ethicon for evaluation. Three sealed boxes and one opened box, each containing thirty-six representative unopened samples, totaling one hundred and forty-four samples, were received for analysis. Product code n183h. Upon initial inspection of the samples, no external damages were observed on the external packets. An overall review of the samples revealed a foreign matter inside of all the overwrap packets that appears to be a flash from the foil (part of the blister) observed on eighty-eight samples. In the remaining seventy-nine samples, small foreign matter (material not attributable to the process) were found. Additionally, seven photos were provided, and it showed the same condition of the received samples. Based on the information currently available, a foreign matter issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained via: could you please confirm in how many devices the foreign matter was found?=>unk where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?): inside. Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? Unk. Are there any photos of the foreign matter available? Yes. Is it possible that the foreign material fell into packaging upon opening of device? No. Was the product seal on the foil still intact when the package was opened? Yes. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. (B)(4). (B)(6).